Event description:
The following information was provided: as per pss implant request: right total elbow arthroplasty loosening of hardware. Patient currently has modular segmental right distal humerus made by stryker. The ulnar component has failed and cut out through the proximal ulna. There is minimal bone left of proximal ulna. We want to design a custom replacement that will replace the proximal ulna and allow for the triceps to be reattached and allow for a stem to connect to distal humerus already in place and articulate seamlessly. Approximately 9-10 cm of proximal ulna will be resected. The custom prosthesis will have porous coating on outside and stem that would allow for cement fixation into the remaining ulna shaft. The new ulnar component will allow for connection with the standard distal humerus component already in place.